Event description:
It was reported that there was elevated threshold, loss of capture, and a possible lead fracture. The patient was admitted for laser lead extraction, and during the procedure there was a perforation of the svc (superior vena cava) at the innominate junction, which required emergency sternotomy and repair. The patient also experienced tamponade, extreme bradycardia, and hypotension. Once the patient was stabilized, a replacement lead was implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076-52 implantable pacing lead, (B)(6) 2004. (B)(4).